Manufacturer narrative:
User reported issue was confirmed. The pump was found to power itself on, have damaged enclosure, motor and plate out of specifications, and a battery out of specification. The pump was removed from service on (B)(6) 2013, due to obsolete parts. No code for conclusions are available. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The user reported that the device would power itself on. No patient was involved in this case.